Event description:
It was reported that during scheduled review of remote home monitoring data, it was noted that this right atrial (ra) lead exhibited an increase in pacing impedance measurements from 511 ohms to 1,147 ohms. The presenting electrogram (egm) showed appropriate function with no evidence of noise. Additional information was received that this ra lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in an alert in the remote home monitoring system. Further review was recommended to the clinic. No further assistance was requested at this time. No adverse patient effects were reported. This lead remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this ra lead exhibited noise and oversensing resulting in inappropriate atrial tachy response (atr) mode switches. Further review was recommended to the clinic. No further assistance was requested at this time. No adverse patient effects were reported. This lead remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this ra lead also exhibited high threshold measurements and ongoing noise and high pacing impedance measurements. The lead configuration was changed to unipolar pacing and sensing. Additionally, the patient experienced worsening congestive cardiac failure due to dysynchrony due to the oversensing of noise and inappropriate pacing. The lead was noted to be fractured. Surgical intervention was undertaken. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.

Event description:
It was reported that during scheduled review of remote home monitoring data, it was noted that this right atrial (ra) lead exhibited an increase in pacing impedance measurements from 511 ohms to 1,147 ohms. The presenting electrogram (egm) showed appropriate function with no evidence of noise. Additional information was received that this ra lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in an alert in the remote home monitoring system. Further review was recommended to the clinic. No further assistance was requested at this time. No adverse patient effects were reported. This lead remains in service. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that this ra lead exhibited noise and oversensing resulting in inappropriate atrial tachy response (atr) mode switches. Further review was recommended to the clinic. No further assistance was requested at this time. No adverse patient effects were reported. This lead remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that during scheduled review of remote home monitoring data, it was noted that this right atrial (ra) lead exhibited an increase in pacing impedance measurements from 511 ohms to 1,147 ohms. The presenting electrogram (egm) showed appropriate function with no evidence of noise. Additional information was received that this ra lead exhibited high out of range pacing impedance measurements greater than 2,000 ohms resulting in an alert in the remote home monitoring system. Further review was recommended to the clinic. No further assistance was requested at this time. No adverse patient effects were reported. This lead remains in service. If pertinent information is provided in the future, a supplemental report will be submitted.